Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the stomach on a laparoscopic roux-en-y gastric bypass on (B)(6) 2017, the instrument began to angulate after introducing into the abdominal cavity and not using the functional button. When the surgeon wanted to do an action, the device did not do command such as open, close, angulate and rotate. After opening the loading unit, the blue button was pulled back to unlock the loading unit. In this moment the device begins to rotate and angulate. Second reload's jaws was also locked on the tissue and wait some seconds and press the button again to open it. They changed the instrument and the power shell to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Visual inspection of the returned noted that the reloads were fully fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.